Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("severe pain and heavy bleeding during menstruation/dysmenorrhea (cramping)") and pregnancy with contraceptive device ("pregnancy on essure/unintended pregnancy/pregnancy (no complications),") in a (B)(6) female patient who had essure (batch no. A96188) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multi gravida (pregnancies: 04) and parity 3 (live births: 03 ((B)(6) 1992, (B)(6) 1999, (B)(6) 2013)). Previously administered products included for contraception: depo-provera in 1997 and norplant from 1992 to 1997. Concomitant products included oral contraceptive nos for contraception. In (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced fatigue ("fatigue/fatigue"). On (B)(6) 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced weight decreased ("weight loss") and weight increased ("weight gain"). On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced alopecia ("hair loss"), weight fluctuation ("weight fluctuation"), pelvic pain ("pelvic pain, when not menstruating/pain"), abdominal pain lower ("lower abdominal pain\cramping, when not menstruating") and menorrhagia ("severe pain and heavy bleeding during menstruation/prolonged menses"). On (B)(6) 2014, the patient experienced headache ("migraines / headaches") and migraine ("migraines / headaches"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with ibuprofen, cilest (ortho tricyclen) and surgery (bilateral tubal ligation in (B)(6) 2014). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pregnancy with contraceptive device, headache, migraine, weight decreased and weight increased outcome was unknown and the dysmenorrhoea, alopecia, fatigue, weight fluctuation, pelvic pain, abdominal pain lower and menorrhagia had not resolved. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: plaintiff has not yet been able to undergo surgery to remove the essure micro-inserts and still suffers to the day from the symptoms outlined above. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: pregnant. Pregnancy test - in (B)(6) 2014: positive. On (B)(6) 2014: a gestational sac in the lower portion of the endometrium about 5 weeks in size. She was (B)(6) pregnant during the confirmation test visit of the essure device ((B)(6) 2014). Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received: reporters details added. Aka names added. Event weight gain, weight loss, migraines / headaches, abnormal bleeding (general). Lot number added. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("essure device is in the mid pelvis"), genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("severe pain and heavy bleeding during menstruation/dysmenorrhea (cramping)") and pregnancy with contraceptive device ("pregnancy on essure/unintended pregnancy/pregnancy (no complications),") in a 37-year-old female patient who had essure (batch no. A96188) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multi gravida (pregnancies: 04) and parity 3 (live births: 03 ((B)(6) 1992, (B)(6) 1999, (B)(6) 2013)). Previously administered products included for contraception: depo-provera in 1997 and norplant from 1992 to 1997. Concomitant products included oral contraceptive nos for contraception. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 1 month 27 days after insertion of essure, the patient experienced fatigue ("fatigue/fatigue"). On (B)(6) 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced weight decreased ("weight loss") and weight increased ("weight gain"). On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced alopecia ("hair loss"), weight fluctuation ("weight fluctuation"), pelvic pain ("pelvic pain, when not menstruating/pain"), abdominal pain lower ("lower abdominal pain\cramping, when not menstruating") and menorrhagia ("severe pain and heavy bleeding during menstruation/prolonged menses"). On (B)(6) 2014, the patient experienced headache ("migraines / headaches") and migraine ("migraines / headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with ibuprofen, cilest (ortho tricyclen) and surgery (bilateral tubal ligation in (B)(6) 2014). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, headache, migraine, weight decreased and weight increased outcome was unknown and the dysmenorrhoea, alopecia, fatigue, weight fluctuation, pelvic pain, abdominal pain lower and menorrhagia had not resolved. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, alopecia, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: plaintiff has not yet been able to undergo surgery to remove the essure micro-inserts and still suffers to the day from the symptoms outlined above. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: pregnant. Pregnancy test - in (B)(6) 2014: positive . (B)(6) 2014: a gestational sac in the lower portion of the endometrium about 5 weeks in size. She was 5 weeks pregnant during the confirmation test visit of the essure device ((B)(6) 2014). ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : device dislocation ¿ quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("essure device is in the mid pelvis"), genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("severe pain and heavy bleeding during menstruation/dysmenorrhea (cramping)") and pregnancy with contraceptive device ("pregnancy on essure/unintended pregnancy/pregnancy (no complications),") in a 37-year-old female patient who had essure (batch no. A96188) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multi gravida (pregnancies: 04) and parity 3 (live births: 03 ((B)(6) 1992, (B)(6) 1999, (B)(6) 2013)). Previously administered products included for contraception: depo-provera in 1997 and norplant from 1992 to 1997. Concomitant products included oral contraceptive nos for contraception. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 1 month 27 days after insertion of essure, the patient experienced fatigue ("fatigue/fatigue"). On (B)(6) 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced weight decreased ("weight loss") and weight increased ("weight gain"). On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced alopecia ("hair loss"), weight fluctuation ("weight fluctuation"), pelvic pain ("pelvic pain, when not menstruating/pain"), abdominal pain lower ("lower abdominal pain\cramping, when not menstruating") and menorrhagia ("severe pain and heavy bleeding during menstruation/prolonged menses"). On (B)(6) 2014, the patient experienced headache ("migraines / headaches") and migraine ("migraines / headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with ibuprofen, cilest (ortho tricyclen) and surgery (bilateral tubal ligation in (B)(6) 2014). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, headache, migraine, weight decreased and weight increased outcome was unknown and the dysmenorrhoea, alopecia, fatigue, weight fluctuation, pelvic pain, abdominal pain lower and menorrhagia had not resolved. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, alopecia, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: plaintiff has not yet been able to undergo surgery to remove the essure micro-inserts and still suffers to the day from the symptoms outlined above. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: pregnant. Pregnancy test - in (B)(6) 2014: positive. (B)(6) 2014: a gestational sac in the lower portion of the endometrium about 5 weeks in size. She was 5 weeks pregnant during the confirmation test visit of the essure device ((B)(6) 2014). ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : device dislocation ¿ most recent follow-up information incorporated above includes: on 27-feb-2018: medical record received - new event 'essure device is in the mid pelvis' was added. New reporter was added. Case updated as medically confirmed. Product implant date was updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.